Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed a kink to the hypotube 36.5cm from the handle and the collar is separated. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 06dec2019. It was reported that the device was kinked. A guidezilla guide extension catheter was selected for use. Upon introduction, it was noted that the guiding of the device was kinked and could not be used. The procedure was completed with another of the same device. No complications reported and patient was stable. However, device analysis revealed collar separation.